Manufacturer narrative:
The instrument has been investigation. The field svc engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipette assembly. The instrument was cleaned, insp, tested without further problem and returned to svc.